Manufacturer narrative:
Argus case ID : (B)(4).

Event description:
I swallowed some polident paste [accidental device ingestion] feel in stuck in my throat. [Foreign body in throat] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and foreign body in throat (serious criteria gsk medically significant). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and foreign body in throat were unknown. It was unknown if the reporter considered the accidental device ingestion and foreign body in throat to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details an adverse event information was reported by consumer via call center representative on (B)(6) 2021. The reporter stated that" I swallowed some polident paste and feel in stuck in my throat. I ate a banana and I still feel it."